Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the pump black box data showed no warnings or alarms related to the complaint occurring. During testing, the pump powered on and emitted a recurring cs 006 call service alarm that would not clear. Further testing was not able to be performed due to the recurring alarm. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Investigation revealed that the eeprom component had failed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.